Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse confirmed the leak and replaced the valve to resolve the issue. The fse primed the instrument, calibrated and verified no further leaks. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 660i synchron system leaked fluid from the cap piercer. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).